Event description:
The consumer alleges while transferring, the bolts broke on the armrest, causing the consumer to fall and bruise his hip when he fell on the wheel.

Manufacturer narrative:
(B)(4). No RMA had been initiated for this issue. Model prox4s, (B)(4) was approximately 2 years old at the time of the incident. The user manual part number 1125104 rev e (may-07) was issued with this device. The user manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the user manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.